Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested assistance to shut down the ilet after indicating they made mistakes with operation and inadvertently performed an accidental duplicate meal announcement, which they described as an overdose. Symptoms were not reported. Outcomes included discontinuation of ilet use by user preference and no alerts or alarms. Investigation included customer support guidance on device shutdown and counseling on use and education materials. Investigation of this case revealed user error related to meal announcement entry; no device malfunction or alarm behavior was reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.